Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the tower door keeps failed due to component issue. Field service engineer cleaned and tightened latch connections and applied carbon grease to latch contacts to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door keeps failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.